Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached hub is confirmed; however the cause is unknown and an internal investigation is currently ongoing to determine the root cause. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed the purple luer connector hub was missing and a large split was observed in the tubing of the red lumen at the distal end of the luer connector hub. Both lumens of the catheter were flushed and pressurized with a 12 ml syringe of water and leakage was observed from the split in the red lumen, but no other leaks were observed in the catheter and both lumens were found to be patent to infusion and aspiration. A microscopic observation revealed the fracture surface of both the break and the split were rough and uneven and exhibited cracks and beach marks, which are indicative of material fatigue. The tubing material of the lumen with the split was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. An internal investigation is currently ongoing to determine the root cause of this cracking; reference (B)(4) for further information. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that the hub fell off the extension leg of the 4 fr power PICC provena. No other information was provided, but has been requested.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Facility reported to the sales rep that the hub fell off the extension leg of the 4 fr power PICC provena. No other information was provided, but has been requested.